Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a chemo infusion was programmed to infuse over 24 hours although infused within 7.5 hours. Their clinical engineering department determined it was due to an internal breakage within the pump. The nursing staff stated they programmed the pump correctly. The customer reported there was no harm to the patient.

Manufacturer narrative:
Correction on initial report.